Manufacturer narrative:
(B)(4). Product does not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 270-300mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a blood test and obtained hi not fasting. Reviewed meter memory: r-1-hi (B)(6) 2016 fasting:no, c-2-49mg/dl (B)(6) 2016 -control test, r-3-hi (B)(6) 2016 fasting:no, r-4-hi (B)(6) 2016 fasting:no, r-5-hi (B)(6) 2016 fasting:no, memory concerns: hi. Customer states glucose levels are normally high. Customer is performing blood test using two true2go meters r02980524 (strips) (B)(4) (in date) and results were hi, compared results with r03345967- strips ((B)(4)) results hi.